Event description:
It was reported the pt was experiencing strong stimulation which increased by itself when she was adjusting with the programmer and so, she stopped using the programmer. No further update was available at this time of the report.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.